Manufacturer narrative:
Complaint number: (B)(4). The overdosing of the additive during the production process occurred due to a maintenance activity without separating all possibly affected items. In addition a quality irregularity report was not issued due to the maintenance activity, which would have led to an additional check of the possibly affected items. The affected items could have been identified clearly and limited to 4 boxes of the complete lot. Due to the fact the error could be identified by the user very easy by checking the fill line of the tube, we decided not to recall those items. Regarding the errors, which caused this situation, all relevant people have been trained in order to guarantee no comparable errors in the future.

Event description:
The customer stated that the amount of additive in 8 tubes of the beside mentioned medical device is too high.